Manufacturer narrative:
(B)(4). When the device was returned for evaluation, reportable malfunction was recognized for the first time; therefore, the date the manufacturer became aware of this event was considered the date the device returned. When the guide wire was returned for evaluation, it was inserted in the concomitant microcatheter. Distal segment approximately 48 cm was out of the proximal end of the microcatheter. The guide wire was stuck inside the catheter lumen. The microcatheter had no damages such as bend. X-ray observation was performed. Under the x-ray, coils of the guide wire were found unraveled and fractured. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the investigation outcome, it was concluded that continuous torsion applied along wire manipulation while the guide wire was being trapped by the cto contributed to unraveling the coils of the guide wire. When the accumulated torsion exceeded the product's design limit, it made the coils to become loose and eventually fractured. Due to unraveled coils, sliding resistance between the wire surface and the catheter lumen increased and caused stuck of the devices. There was no indication of product deficiency. The concomitant catheter had no damages that directly contributed to this malfunction of the guide wire. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became stuck with a concomitant asahi microcatheter during a pci to treat a cto in the lad #6. To replace with a new wire, the guide wire was attempted to be removed from the anatomy when it became stuck inside the microcatheter. The guide wire was removed with the microcatheter. New devices were used to resume the pci. The procedure was successfully completed with reestablished blood flow by stenting. The patient was reportedly fine without problem.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.